Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.